Event description:
Device report from germany reports an event as follows: it was reported that patient underwent revision surgery on (B)(6) 2022, due to a fractured proximal femoral nail advanced (pfna) nail left. Additional information indicated that the pfna blade was broken at the tip. This report is for a pfna blade. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. Part: 04.027.036s, lot: 284p655, manufacturing site: (B)(4). Release to warehouse date: july, 26, 2021. Expiry date: july, 1, 2031. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the pfna blade perf l105 tan was chipped from the distal tip at the edges of the flutes, fragments were not returned. A dimensional inspection for the pfna blade perf l105 tan was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the pfna blade perf l105 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. The following drawings reflecting the current and manufactured revisions were reviewed: blade l75-130mm tan f/pfna blade. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.